Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located below the patient's knee. A 2.00mm x 30mm emerge(tm) balloon catheter was selected and advanced to treat the target lesion. During the procedure, the whole distal part of the balloon tore off from the catheter at the patient's distal femoral artery. The balloon was recovered. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces and a sheath. The balloon was loosely folded with blood is the balloon and lumen. Inspection revealed a separation in the inner and outer shaft that was 115.5cm from the strain relief with numerous kinks in the hypotube and both the inner and outer shafts. The separated ends of the shafts are consistent with tensile damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related as the dfu states the device is "indicated for the balloon catheter dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion.¿ it was reported that the device was used during peripheral intervention. (B)(4).

Event description:
It was reported that balloon detachment occurred. The target lesion was located below the patient's knee. A 2.00mm x 30mm emerge¿ balloon catheter was selected and advanced to treat the target lesion. During the procedure, the whole distal part of the balloon tore off from the catheter at the patient's distal femoral artery. The balloon was recovered. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.